Event description:
Device malfunction: prolapse of device after initial positioning due to vessel tortuosity; resistance during second placement attempt due to severe vasospasm. Time of malfunction: after initial placement of accunet; during second placement attempt of accunet. Symptoms/ae: left hemiparesis, mild facial droop, weakened hand grip, hypotension, bradycardia. Time of symptoms/ae: during procedure. It was reported that during a stenting procedure of the right internal carotid artery in 2006, the pt experienced a stroke. The pt's condition is continuing and was not felt to be pre-existing. This event resulted in prolonged hospitalization, persistent or significant disability, and was felt to be related to the device. The vessel was reported to be tight and tortuous. The accunet was initially placed and deployed in the distal internal carotid artery without difficulty. The physician then elected to place the stent without predilitation because the accunet easily passed through the lesion once we had selected it. Resistance was felt during advancement of the stent over the guidewire, and it would not pass through the lesion. During this, the accunet prolapsed significantly due to tortuosity and the guiding sheath prolapsed out of the common carotid artery. The accunet was removed carefully, but prolapsed further into the proximal internal carotid artery because the sheath had lost its position and was out in the arch. The accunet was recaptured and retracted into the recovery catheter. At this point, the physician elected to start the procedure again. It was noted at this time that the pt was experiencing severe spasm in the internal carotid artery with a very slow flow through the lesion. With the use of a buddy wire, the physician attempted to re-advance the accunet into the internal carotid, but it would not pass the lesion. An angiogram showed no flow in the internal carotid at this time and the accuent was removed again. The accunet was re-advanced with the use of a vertebral catheter and balloon dilatation. Flow was better at this point, but there was still significant spasm in the internal carotid artery. The stent was then advanced and deployed accurately at the target site, but a significant amount of waste was observed, so a post-dilatation was performed with a 5 mm balloon. An angiogram at the end of the procedure showed a 20% residual stenosis and much improved flow through the internal carotid artery, but severe spasm remained. During the procedure, the pt was treated to prevent bradycardia, developed severe nausea, and required treatment for hypotension. The pt's left side became hemiplegic during the episode of no flow in the internal carotid artery, but when the flow was restored, she regained good function of the leg. Mild facial droop and incomplete function of the left upper extremity with a weakened left hand grip were also noted. The final angiogram showed patent bifurcation with preservation of flow to the external carotid artery and no abnormality in the common carotid artery. The distal internal carotid artery had very mild spasm with good flow up into the anterior cerebral artery with good filling of all of its branches but delayed filling at the periphery suggesting that there might have been some very distal vasospasm or small amount of embolization into the tiny distal branches. On the following day, the pt's stroke was noted to have progressed and the stent occluded. The pt was taken for emergent carotid endarterectomy and has been stable since surgery. A consult performed on the next day, revealed a diagnosis of a right middle cerebral artery cerebrovascular accident with left-sided hemiparesis which appeared to have extended to a middle cerebral artery distribution. A CT scan performed one week later showed a large right mca territory infarct re-demonstrated with interval development of small high attenuation foci compatile with small areas of petechial hemorrhage. A slightly greater mass effect had developed with subtle increase in effacement to the right lateral ventricle and minimal increase in midline shift. No additional info was available. Capture study event.

Manufacturer narrative:
The rx acculink, part #1011343-30, lot #6031551, referenced in b5 and d11, is being filed under MFR report # 300474206-2006-00326.